Event description:
It was reported while the doctor was unsheathing the filter, the apex turned upside down and pointed caudally. The doctor adjusted the filter, and it deployed it in the rt. Iliac. It was also tilted approx. 10 degrees. The intended site of placement was the vena cava below the renals. The pt's vena cava size is 15mm. There was no pt injury reported.

Manufacturer narrative:
The DHR was reviewed and confirmed that the lot met release criteria. The result of the investigation was inconclusive as the original sample was not returned for evaluation.